Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted to 5.23vdc, and the connections were reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a loss of motorized error message. This error may result in a system lock up, no boot, or shut down. There is no report of injury or death associated with the event described in this complaint.